Event description:
Customer complained of two discrepant inr results between a coaguchek xs meter (B)(4)and a lab using the stago reagent. Patient 1 was tested by fingerstick and the result was 4.5 inr. The lab test was done within 7 hours and the result was 3.37 inr. Patient 2 was tested by fingerstick and the result was 5.4 inr. The lab test was done within 7 hours and the result was 3.4 inr. The therapeutic range was not provided for the two patients. The customer did not provide any patient information. There was no allegation of an adverse event. Retention test strips ((B)(4)) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.